Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ep lab for a device replacement due to normal eri. During the procedure, the physician removed both leads from the old device and insulation anomaly was noted on the ra lead. There were no abnormalities during electrical lead testing and no noise was present. The physician chose to repair the lead with lead repair kit and deactivated the lead since the patient is in chronic atrial fibrillation. The final programmed settings were performed. The patient was stable.